Event description:
On (B)(6) 2025 a sales rep was present in the operating room and indicated that the surgeon could not determine when the capsule bag rupture occurred; whether during polishing or during irrigation/aspiration. The issue was first recognized when the surgeon saw vitreous during implantation of a dcb00 lens. The surgeon saw the lens drop to the bottom of the eye and had to fish the lens out. A vitrectomy and suture was necessary and the patient was sent to another site to replace the intraocular lens (iol). The event caused an approximately 20 minute delay in the procedure. The affected eye was the left eye. The patient¿s condition and recovery status are currently unknown. Sales rep noted that the surgeon is recently graduated and believes the event was not related to the product. No additional information is available at this time. Note: this report is for the iol. A separate report will be filed against the sleeve and I/a handpiece.

Manufacturer narrative:
Section a2 and a4: unknown/ not provided. Section d6a: if implanted, give date: (B)(6) 2025. Section d6b: if explanted, give date: unknown/ not provided. Section e1 telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.